Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with two manual injections of insulin. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting their insulin pump and it turns out that the insulin pump works perfectly fine. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.